Event description:
It was reported that oversensing was seen on the right ventricular channel about 23 months after the implantation. No adverse patient side effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 45 cm distal to the is-1 connector pin severe signs of abrasion were observed. However the insulation was found intact. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. In summary the analysis did not show any deviations which might have contributed to the clinical observation mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.